Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). The reagent lot number is 864033. The expiration date was not provided. General reagent issues were excluded. The field service representative found that the teflon nozzle tip was stuck at the cell rinse station. He corrected the issue and performed checks and tests with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant igg gen.2 results for 1 patient sample on a cobas 8000 cobas c 502 module. The initial result was 9.86 g/l. Electrophoresis was performed, and the initial igg result was questioned. The sample was repeated, and the result was 18.29 g/l. The sample was repeated on another module, and the result was 18.3 g/l.